Event description:
It was reported that the control module is giving the error code of l4-005. The system was powered on & off several times & the patient has been rescheduled. The system has been recommended to be shipped back for service and repair. One device to be returned.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the lcd display couldn't be calibrated. To correct the customer's complaint the analysis site replaced the uniboard and lcd housing assembly. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.